Manufacturer narrative:
Corrected data: serial number was updated.

Manufacturer narrative:
Device 510 k number, UDI, and catalog number are unavailable at this time.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a continuous alarm and the screen does not turn on. It is unknown if there was a patient involved during this event.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. A functional test was performed to investigate the reported issue and it was confirmed. The pump was found to be displaying a "1260_storage_data_crc" error code alarm message on power up when batteries were inserted. This was determine to be due to a defective microprocessor unit board, mpu. The defective mpu will be replaced.